Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately calcified right coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and upon removal, it was noted that the stent was lifted. The procedure was completed with a 3x18mm non-bsc device. There were no patient complications nor injuries reported.